Manufacturer narrative:
Pump received and had no button error alarm and intermittent button response due to moisture damage on keypad trace. Pump received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are not responsive. Customer also indicated that the alarm cannot be cleared. Customer does not recall any significant events leading to the error. Customer's blood glucose was 283 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.